Event description:
Additional information was received from the healthcare provider (hcp) via a company representative. The pump was used for pain treatment. The push back was reportedly happening at every refill, at any time of the refill. It was noted that while the patient suffered one "overdose symptomatic", they do the refill extremely slowly to reduce any adverse side effects. With a slow refill, the refills work fine. During the reported event, a normal refill occurred with 20 ml. It was also noted that 20 mls is always filled, "not more volume". The patient was never in a hyperbaric chamber or overpressure situation. No dye/cap testing was performed, as the patient would not want to. Also, it was unclear to the physician that it would help. Many successful refills have occurred after the event. The patient was also receiving therapy and volume discrepancy was always in normal range. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the drug in the pump was morphine 10mg/ml at 7,273 mg/day and bupivacaine 12mg/ml at 8,728 mg/day. It was reported that on (B)(6) 2017, during a refill procedure, the doctor found a volume discrepancy. The expected volume was 5,5 ml, effective volume was 0 ml. It was noted that the patient had no overdose symptoms. There were no reported patient symptoms related to this event. It was reported that the pump was refilled with nacl 0,9%, programmed the pump on minimal flow rate and substituted the pain medication per ¿os.¿ the patient age at the time of this event was 83 years old. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported that it was unknown if any interventions/actions that were taken to resolve the issue. It was reported that a pump explant was planned and the date of the explant was unknown. It was noted that at the time of the report the issue was not resolved. The patient status at the time of the event was reported as alive ¿ no injury. It was reported that the pump was not going to be returned as the customer refused return. No further complications were reported and/or anticipated.

Manufacturer narrative:
Product ID: 8709sc, lot# b0726245k, implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, lot# 0205504285, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
On (B)(4) 2015, information was received from a health care professional via a representative regarding a patient in switzerland who was receiving morphine 10 milligrams per milliliter (mg/ml) at a dose of 7.010 mg/day via an implantable pump. The lot number, concomitant medications, and medical history were unobtainable. On approximately (B)(6) 2011, a pump malfunction occurred during a refill. The company refill kit was used at that time. Reportedly, patient had a pump replacement in (B)(6) of 2011. This was the patient's second pump. After the implant of this pump, the pump showed "weird functions." First, during the refill they really needed to fill the reservoir slower than what was written in the manual. If not, the patient felt overdose symptoms despite the volume in the pump being "equal the one filled." Second, during the refill, the pump showed an overpressure in the inside. When 2 milliliters (ml) were filled and the physician was releasing the syringe, the pump pressed the 2 ml back into the syringe and no intake of the pump as it was seen normally. Further, there was never a volume discrepancy and the patient was receiving effective therapy. A refill procedure was performed perfectly and the elective replacement interval (eri) was in 34 months. The issue that led to this event was not identified. It was unknown if a dye or catheter access study was performed. It was unknown if the patient was exposed to environmental factors such as scuba diving or a hyperbaric chamber. At the moment, no surgical intervention occurred and one was not planned but the issue was not resolved. Reportedly, the next surgery would be in 34 month when eri was to occur. The proximal catheter segment was confirmed implanted during the pump replacement on (B)(6) 2011. At the time of the report, the patient's status was reported as alive-no injury. The pump remains implanted and in-service. The catheter lot number was requested to be clarified but noted written by hand and not likely one that could be verified. Additional information has been requested regarding details surrounding the refill event and indication for use, but it was not available at the time of this report. If additional information is received, a follow-up report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was now further reported that on (B)(6) 2017 the patient was hospitalized because of diarrhea and deterioration of general condition. A refill of the intrathecal drug pump in house 23 according to determined filling date of (B)(6) 2017. Telemetry of the pump data shows a residual volume to be expected of 5,5 ml. After punctuation of the drug port without any problems no residual volume could be aspirated. A check of the correct position of cannula by injecting and aspirating of 10 ml nacl -> malposition of the cannula can be excluded. As further discussed a partial filling error at last pump refill was determined as almost impossible, because during the last refill the very sensitive reacting patient did not show any clinical hints and during the refill nothing special happened. In regards to a defective pump, this assumptions was supported by the fact that the pump was close to the end of lifetime (eri 14 months) and susceptibility for defects rises. The last 14 days were discussed with the patient. The patient was very tired, within the last days increasing pain in the area of the back and commencing diarrheas, hypertonia, partially with ap (usually hypotonia). It was reported that in principle these symptoms could also have been caused by opioid withdrawal ¿ ¿empty pump ¿ dd¿. Lower manifestation because the patient also receives oral opioids. The initial tiredness could be explained by a too fast injection via the pump. The pump was filled with nacl, as a reliable medication could not be guaranteed. If pump will be used/operated further, it had to be replaced surgically. Two options were discussed with the patient. The first to approach for medical adjustment via transdermal or oral administered opioids and future abandonment of the pump and explant of the pump. The second was if the first was not possible, the replacement of the pump and further intravenous drug administration. On (B)(6) 2017 the pump was explanted without replacement (was filled with ¿nacl sind incident¿). The pump was being sent to be analyzed.

Manufacturer narrative:
During analysis, no septum anomalies were observed. Analysis did reveal pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.